Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after use, when they tried to remove the unit from console, it got stuck and the user ripped it out of machine. The unit then had a damaged plastic sheath. There was no patient injury.